Manufacturer narrative:
(B)(4). The customer report of a kit not sealed properly was confirmed through investigation of the returned sample. The tray did not appear to be completely sealed, as only the originally sealed portion of the tray contained evidence of adhesive. The unsealed portion did not contain evidence of adhesive on the tray. A device history record review was performed, and no relevant findings were identified. Based on the customer report and the sample received, packaging (sealing) likely caused or contributed to this event. Further investigation has been initiated under teleflex's quality system by the manufacturing site to further investigate this issue. Teleflex will continue to monitor and trend on reports of this nature.

Event description:
It was reported that: 16 june 2023, the doctor found that the kit not sealed properly , prior to use on the patient. No patient involvement. Additional information has been requested from the account.

Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported that: (B)(6) 2023, the doctor found that the kit not sealed properly , prior to use on the patient. No patient involvement. Additional information has been requested from the account.